Event description:
One month post procedure during a follow up visit patient described an erythematous area at the left mid axilla. Examination showed a red 2cm area. This was treated with antibiotics. This lesion may have been a burn from beneath a corner of the indifferent electrode pad. Patient prognosis is excellent.